Event description:
Medtronic (covidien) received the follow information through review of article "mechanical thrombectomy in acute stroke: prospective pilot trial of the solitaire fr device while under conscious sedation". There were a total of 8 deaths reported. 5/8 were reported to have been from intracranial hemorrhage. 3/8 deaths were from extensive brain infractions and intracranial hypertension. No additional information is available.

Manufacturer narrative:
Soize s. Mechanical thrombectomy in acute stroke: prospective pilot trial of the solitaire fr device while under conscious sedation. Ajnr am j neuroradiol. 2013 feb;34(2):360-5. Doi: 10.3174/ajnr.a3200. Www.ncbi.nlm.nih.gov/pubmed/22821923. The devices were not returned for analysis. The lot history record review was not possible since the lot numbers were not reported. This report was generated to capture the events that occurred during the solitaire procedures. (B)(4). MDR # 2029214-2015-00418 was generated to capture the serious injuries that occurred after the treatment procedures.